Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional stating the cause of the frequent charging was not determined. It was reported the frequent charging had not been resolved and long term charges were every other day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was having to charge frequently (every other day). No factors/causes were known. No actions/interventions were taken at this time. They read over the recharge log. The issue remains unresolved. No patient symptoms or further complications were reported as a result of this event.